Event description:
It was reported that foreign matter occurred before use with a bd blunt fill needle with filter. The following information was provided by the initial reporter, "nurse was using needle to draw up medication and noticed a white 'plastic' like substance on the shaft of the needle. Needle was removed and another used to draw on medication."

Manufacturer narrative:
H.6. Investigation: one sample was received. It came with no sealed packaging blister. A visual inspection was performed confirming silicone drip over the needle 3/16¿ long and located at the middle of the needle. Silicone is an inert, non-toxic medical substance used as a lubricant for disposable hypodermic products. It is an integral part of the syringe, enabling it to perform as required in various clinical applications and does not present a safety or efficacy issue nor does it impact product function. The silicone application process is designed to provide an even distribution of silicone on the interior of the syringe barrel, however, some silicone may not be perfectly distributed. Silicone has been in use in this application for over 20 years, with estimated distribution well in excess of 25 billion units. No reports are known of adverse clinical effects associated with these products and unintentional delivery of silicone fluid lubricant. A device history record review could not be completed as no batch number was provided. H3 other text : see h.10.

Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter occurred before use with a bd blunt fill needle with filter. The following information was provided by the initial reporter, "nurse was using needle to draw up medication and noticed a white 'plastic' like substance on the shaft of the needle. Needle was removed and another used to draw on medication."